Event description:
It was reported that a patient with the interstim ii device fell at work and got an infection. The patient's physician is aware of this and is not sure if the fall could have caused the infection. Further information is being requested from the hcp.